Event description:
A peritoneal dialysis pt called technical support concerning persistent drain complication alarms she'd received during the previous night, although she had been able to finish her treatment on the cycler. A review of the treatment data revealed in drain 3 an overfill had occurred, which resulted in a drain volume 188% greater than the prescribed fill volume. According to the pt's peritoneal dialysis nurse, the pt is new to using the cycler and there is a learning curve issue. She is fine and did not experience any complications or require medical intervention. Drain 0:638; fill 1: 1502 drain: 1184; fill2:1502 drain: 1076; fill 3: 1502 drain: 2824; fill 4:1502 drain: 1185.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided by the pt. A large intra-peritoneal volume drained at drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.